Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking in the area of the o-ring during basal delivery. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 134 mg/dl.